Event description:
During an arthroscopic procedure, the physician was reportedly utilizing a super turbovac 50. An intra-operative inspection of the wand found that the tip had allegedly melted. The physician was able to complete the procedure with the wand. No patient complications were reported as a result of this event.

Manufacturer narrative:
As a result of foreign confidentiality requirements, no patient information was available.